Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unknown date, the patient was discharged and antibiotic amikacin injection (150mg, once daily, intraperitoneal) has been discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was due to change in caregiver. Peritonitis was manifested by cloudy pd effluent and abdominal pain. On the same day as event onset, it was reported the patient was hospitalized. The same day as event onset, the patient was treated with vancomycin injection (1g, every 72 hours, intraperitoneal, ongoing), amikacin injection (125 mg, day, intraperitoneal, discontinued on same day), amikacin injection (150mg, once daily, intraperitoneal, ongoing) and amikacin injection (200mg, intravenous) and tablet fluconazole (150mg, once daily). Two days after the event onset, the patient recovered from all the events. It was reported caregiver was retrained on the proper aseptic technique. Pd therapy is ongoing.no additional information is available.